Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ controller ac adapter, model #: unk / catalog #: unk / expiration date: unk / serial #: unk, UDI #: (B)(4). Device available for evaluation (2021 reports): no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: unk. Labeled for single use: no. (B)(4). Additional information has been requested regarding the patient information and serial number of devices of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a communication error occurred, but it was unclear whether it was due to the battery or the controller ac adapter. The battery and adapter remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted as information was received on one of the devices. Additional products: d1: heartware ventricular assist system ¿ controller ac adapter model#: 1430 catalog #:1430 serial# (B)(6). Correction: controller 2.0 model#:from 1650de to 1420 catalog#: from 1650de to 1420 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller bent pin was due to the patient forcing the connection.

Manufacturer narrative:
A supplemental report is being submitted for the patient's device implant date and additional event details. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller exhibited bent pin in power source port which it led to poor connection and communication error. The controller was exchanged.

Manufacturer narrative:
A supplemental report is being submitted for additional information, newly update b5 by adding controller that exhibited bent pin in power source port. Additional product: d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1650de / catalog #: 1650de / expiration date:31-oct-2020 / serial #: (B)(6),UDI #: (B)(4),d10: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 18-oct-2018 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g0403401, g04034 h6: FDA device code(s): a040609 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for a correction to b5. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller bent pin was caused by the patient pulling/twisting the connected battery.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: one (1) controller ((B)(6)), one (1) battery ((B)(6)), and one (1) controller ac adapter ((B)(6)) were not returned for evaluation. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed two (2) instances where the power source¿s relative state of charge (rsoc) was between 101-201, which is indicative of communication errors likely involving an ac adapter. As a result, the reported communication error event was confirmed. The reported poor mechanical connection and bent pin events could not be confirmed. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the reported communication error event can be attributed, but not limited, to intermittent connections on the communication pins of the controller, potentially due to a damaged power port pin. A possible root cause of the reported poor mechanical connection and bent socket pin within the power port events can be attributed to the reported forced applied and/or a misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the power source cable. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied fo rces from subsequent misaligned connections, causing the pins to bend. Additional products: d4: (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 additional products: d4: (B)(6) h3: yes h6: img code(s): g04035 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.